Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.25mm x 1.65mm in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The fragment broken off from the instruments tube adapter. The broken piece was not returned with the instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted varicocelectomy surgical procedure, the 6mm monopolar curved scissor (mcs) tip cover accessory tip fitting was broken when the equipment in the set was removed. A backup mcs was used to proceed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer there was no port placement when the reported event occurred. Fragments did not fall into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.